Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past week. The customer¿s blood glucose level was 220 (mg/dl). During troubleshooting it was determined the pump battery depleted from 70% to 20% within one day. Reportedly the customer would continue to use the pump for insulin therapy.